Manufacturer narrative:
(B)(4); upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Attempts to interrogate the device replicated the difficulties experienced in the field. The device case was removed to facilitate inspection of the internal components. Inspection of the interior of the device identified no anomalies. Battery cell measurements yielded normal results; however, voltage measurements across the battery fuse varied dependent on amount of physical pressure applied. Close visual inspection of the fuse found a crack along one of the terminal ends.

Event description:
Boston scientific received information that during a routine subcutaneous implantable cardioverter defibrillator follow up, the physician was unable to establish telemetry. A magnet reset failed to resolve the issue and boston scientifics technical services was then called to assist. It was then advised that should the issue remain unresolved the device should be explanted, replaced and returned for analysis. No adverse patient effects were reported and the device has been scheduled for removal. Subsequently, the device was explanted and replaced; no adverse patient effects were reported. The explanted unit was returned for analysis.

Manufacturer narrative:
(B)(4); following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during a routine subcutaneous implantable cardioverter defibrillator follow up, the physician was unable to establish telemetry. A magnet reset failed to resolve the issue and boston scientific's technical services was then called to assist. It was then advised that should the issue remain unresolved the device should be explanted, replaced and returned for analysis. No adverse patient effects were reported and the device has been scheduled for removal. Subsequently, the device was explanted and replaced; no adverse patient effects were reported. The explanted unit is intended to be returned for analysis.